Event description:
The manufacturer received information alleging a continuously failed circuit calibration. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a ventilator inoperative error was observed. The circuit board and blower were replaced to address the issue. The unit has passed the blower and circuit calibration and completed all testing.